Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated recurrent vaginal bulge, postmenopausal bleeding, vaginal mesh exposure, 1.5 cm area along the anterior midline previous vaginal incision; uterovaginal prolapse, 3rd degree uterine prolapse, 2nd degree vault prolapse, 3rd degree cystocele and 2nd degree rectocele, mild urinary incontinence.